Event description:
It was reported that during a laparoscopic procedure, after that the surgeon apposed clips on the artery, one clip moved and did not close properly. The surgeon applied a new clip on the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.